Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) displayed a battery message while the unit operated on mains supply. Specifically, the message displayed stated "battery in use." There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. In order to resolve the issue, the fse replaced the pwr sply/chrgr w/o ext dc inpt. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and determined that the power supply was defective and needed replacement. Additional information is being requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) displayed a battery message while operating on mains supply. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.